Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent revision procedure and was doing well postoperatively. Explanted device was not returned.